Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. The customer's blood glucose level was 186 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.